Event description:
It was reported that four (4) synframe ring clamps were not holding on to the ring or the guide rods sufficiently during a 5-level anterior interbody fusion procedure on (B)(6) 2015. At t12/l1 - l5/s1, the clamps slipped and would not hold. The surgeon was unable to access one level due to clamp slippage. The surgery was prolonged by one hour (60 minutes). This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Per facility, the complainant part has been discarded and is no longer available for return. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.